Event description:
It was reported that the programmer's fan was broken and that a message that the programmer was overheating was flashing on the screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's fan was broken and that a message that the programmer was overheating was flashing on the screen. The device would overheat and turn off. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however an overheating message was noted in the logs. The power supply was replaced as a preventive measure. It was also noted that the system fan was noisy, the power cord bay was damaged, and the left keyboard hinge was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.